Event description:
This report was received from (B)(6). This is a spontaneous report by a consumer from (B)(6) of patient made mistake/touch contamination and peritonitis with culture (B)(6) for e. Coli coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unreported date, the patient made mistake/touch contamination. Treatment and outcome were not reported. On an unreported date, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported and the patient recovered from the peritonitis on an unreported date in 2011. Pd therapy was ongoing. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review was conducted for potentially associated lot number gd883108 with no deviations noted from standard procedure. A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.